Manufacturer narrative:
The device was received fully deployed. Corrosion was found in the pod. A leak was found on the soft cannula near the formed needle tip. Upon magnification, a tear was found at the site of the leak. It could not be determined when this damage occurred or if this damage affected insulin delivery while the pod was worn. No internal leakage source was found. An 0x40 alarm was sounded by the pod, indicating that the rotational sensor maximum open count was exceeded. A drive stall was observed in conjunction with the alarm. The drive stall observed in the data was replicated by energizing the sma wires with an external voltage supply. The hook talons failed to catch the ratchet gear teeth when actuated. No damages or defects were noted in the components of the drive mechanism that would contribute to a drive stall. A root cause for the failure to detent hook could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose level rose to 20 mmol/l (360 mg/dl) after wearing the pod between 24 and 36 hours on the abdomen. The patient treated the hyperglycemia by applying a new pod and a manual injection with an insulin pen.